Event description:
It was reported that the tubing was leaking where the tubing attached to the cassette. No adverse patient effects were reported by the customer.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, this complaint will be reopened for further investigation. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.